Manufacturer narrative:
As received the pump reservoir was empty and in the simple continuous infusion mode. During the internal decontamination and motor function test the pump suffered a low battery reset. The alarm decibel test passed. Both critical and non-critical alarms were set at 1 hour intervals as received. Rpa verified that the critical alarm sounded when the pump reset and went off again 1 hour later. No dispense testing was performed due to the low battery reset. Hybrid test performed i.e. Current drain testing. Static current drain passed, dynamic current drain failed with the pump resetting again. A high resistance battery was found during destructive analysis. The high resistance battery caused the early eri alarm. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Analysis results were not available as of the date of this report. A follow-up report will be submitted when analysis is complete. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a healthcare provider (hcp). It was reported that the pump was replaced on (B)(6) 2016.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider (hcp) regarding a patient who was receiving 5.0 mg/ml dilaudid at 4.996 mg/day via an implantable pump for non-malignant pain and failed back surgery syndrome. It was reported that an alarm was not heard, but was confirmed by telemetry. The patient did not hear the alarm but was in the office for a routine refill today. It was initially reported that a low reservoir alarm was occurring, but that was later refuted. Additionally, the pump logs showed the low reservoir alarm was scheduled to occur on (B)(6) 2016. A premature elective replacement indicator (eri) alarm was noted to have occurred on (B)(6) 2016. At the patient's last refill on (B)(6), the eri was 11 months. The pump was scheduled for replacement/revision as soon as possible. No symptoms were reported.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.